Event description:
It was reported that during a knee scope, the sutures of the novostitch were cut by the product itself before the repair was completed. The torn sutures were removed using a grasper. The procedure was completed without significant delay (about 10 minutes) using a back-up device (fast-fix 360). No patient injury or other complications were reported.

Manufacturer narrative:
B5: updated. D4: expiration date added. H10. H3, h6: visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The suture can cut during deployment when surgeon initiates needle advancement for passing second suture limb when first suture limb is positioned immediately above the needle exit. Caution must be taken to clear any suture immediately above the needle exit before passing a stitch. The instructions for use contains precautions about using of the device under these conditions. Suture cut during deployment is related to technique issue. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee scope, the sutures of the novostitch were cut by the product itself before the repair was completed. The torn sutures were removed using a grasper. The procedure was completed without significant delay (about 10 minutes) using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.